Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the left eye (os), strands of fibrin + cell were observed. The patient had a decrease in bcva. Findings (B)(6) 2025: k-clear, 2+ cell ac. Findings (B)(6) 2025: 4+ epith (mce) - seidel 2+ cell. On (B)(6) 2025 the surgeon administered diamox 250mg and burped the wound. Findings (B)(6) 2025: conj clear, k-trace edema, absent epith mce, - seidel, ac 3+ cell. Patient prognosis reported as unknown. Additional information regarding patient prognosis was requested but not received. Medications used during original surgery: intracameral injection-moxifloxacin 0.5%, xylocaine 0.5% mpf, tetracain 0.5% gtss, vigamox 0.05% gtss. The following medications were prescribed: predforte/moxifloxacin/bromfenac tid increased to qid on (B)(6) 2025, timolol (B)(6) 2025), diamox 500mg bid 1 day (B)(6) 2025).

Event description:
Additional information was received indicating the inflammation/tass resolved after treatment.

Manufacturer narrative:
Additional information: b5, b6, g3, h2, h6, h11.